Event description:
Report received of a non-delivery of IV fluids with no pump alarm. The pump was programmed to deliver an unspecified maintenance fluid at an unspecified rate. The pump display indicated that approximately 600ml of fluid had been delivered and the IV bag was still full. The pump was removed from clinical service and therapy was resumed using a different pump. There was no reported adverse effect to the patient. No medical interventions were required for the patient.